Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the remote monitor had no telemetry. Troubleshooting steps were taken to no avail. The patient will take the remote monitor to the clinic for assistance. The monitor remains in use. No patient complications have been reported as a result of this event.